Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that an error message occurred and the alarm went off. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
H6: event problem and evaluation codes: updates are not required. No sample has been received by manufacturing. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received via email by the manufacturer on 08-dec-2022 and attached to the complaint object. The cassette was filled with morphine, ketamine, midazolam and sodium chloride. The cassette was filled at the users side on (B)(6) 2022 and the palliative team should connect cassette to pump on 27.10.2022. By connecting the cassette to the pump, errors and an alarm occurred. The cassette was tried to be connected to other pumps, but with the same result. Eventually the pump was started but with so many alarms, they had to fill a new cassette the next day and this batch worked normally. No patient involvement.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.